Manufacturer narrative:
Please review attached for investigation results.

Event description:
It was reported that patient underwent a revision thr with exchange of poly liner & femoral head due to eccentric head position, poly wear and large effusion around hip joint.